Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the improper connection of retractor band cable. A field service engineer reseated the retractor band cable in order to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer not detected on bus. The customer retrieved medication from another station and confirmed no delay to patient care. There were no adverse events or injuries reported based on this event.